Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the left bundle branch lead, the physician failed to rotate it into the proper position when operating the 3830 lead despite multiple attempts. Upon removing the lead, excessive connective tissue was observed at its tip, therefore the tissue was cleared, and the lead was re-secured. The testing parameters were normal but after the sheath was cut, subsequent testing revealed changes in the multi-lead electrocardiographic waveforms. A new catheter was used for implant of the lead. Shortly, it was discovered that the helical screw at the lead tip had become deformed. Therefore, the lead was attempted not used. No patient complications have been reported as a result of this event.